Event description:
An operator got her big toe stuck in a gap between the couch and the floor during couch rotation. She was diagnosed with a broken toe and a nail avulsion. The operator received x-rays to confirm the fracture and no other medical intervention.

Manufacturer narrative:
The device involved in the incident was evaluated via varian reference number (B)(4). The gap between the floor and the couch exist to permit couch rotation and was found to be within specifications. Safety precautions are documented in document number:(B)(4) exact (B)(4) couch instructions for use (august 2011, pg. 26). It was determined that the proper precautions were not followed by the therapist and this event was a result of user error. No add'l follow up to this MDR is expected.